Event description:
It was reported that during a left kidney tumor procedure, the device did not fire properly. The clips were not forming properly. They had to use three devices to complete the case. There were no patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. A batch record review was performed and no anomalies were found during the manufacturing process.